Event description:
After the first device showed high impedance, the physician attempted to impant this device. After connecting the leads to the device, the impedance values were again out of range. A different device was used. The device was not implanted. There were no patient compications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) upon analysis, it was reported that there were no anomalies found.